Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/13/2022. Additional information: d9, h3, h6. H3 investigational narrative: a suture and a detached needle product code j346h was returned to ethicon inc for analysis. Upon visual analysis of the returned sample revealed that the needle broke at the body of samples a, b and c area. The barrel hole was examined under 20x magnification, and a needle part separated from the needle wall. As per returned conditions of the sample no functional test could be perform. Further analysis of the needle was performed to assess the broken area. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These were ductile fractures. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Based on the information currently available, the needle breakage was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/30/2021. H6 component code: g07002 no device problem found. H3 investigational summary: three sealed boxes (36ea) packets of product code j346h was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, visual inspection was performed on 32 samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the total number of patients? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? Please confirm if the breakage occurred in the suture. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.